Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated that the insulin pump had battery failed alarm and pump error alert while doing a self test. Customer declined troubleshooting for battery failed alarm. Troubleshooting was performed for pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer was advised to perform a self test and insulin pump did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.